Event description:
Additional information was received indicating that the pain and muscle spasms were believed to be related to vns stimulation. There were no known programming or medication changes which preceded the events and there was no suspected manipulation or trauma. No other information was provided.

Event description:
It was reported through clinic notes dated (B)(6) 2012 through (B)(6) 2012, that the patient has been experiencing pain in the left neck and muscle spasms as well as difficulty sleeping. The patient's device was disabled on (B)(6) 2012 due to these events. A call was later received from the patient who indicated that he felt that the electrode placement may be causing the issues. The patient has since been referred for revision; however this has not occurred to date. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Patient age at time of event- corrected data: the patient's age was incorrectly reported on the initial MDR.